Event description:
It was reported that during an unknown procedure, there was no function. No further info is available. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. However, no anomalies were noted with the activation of the device. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.